Manufacturer narrative:
This entire form completed by MFR. Visual inspection under 30x magnification indicates j stiffener wire has fractured 6mm proximal of weld site. The proximal section of j stiffener wire measures 82mm and has migrated down lead body 24mm proximal of weld site. Visual inspection under 30x magnification also indicates lead was snipped or cut 35cm proximal of fixation helix housing electrode tip, with evidence of flared coil wire ends. Visual inspection under 30x magnification also indicates epoxy residue on separated bond surface to proximal side of anode band. X-ray of lead distally confirms j stiffener wire fracture.

Event description:
Report received of suspected j retention wire fracture without protrusion.